Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. The patient believed that their battery was low or about to die. The patient had moved to a different state since the device was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.